Event description:
A male pt with a preprocedure diagnosis of a proximal neck that was slightly curved, underwent aaa repair in 2008. The procedure went as labeled. The contralateral iliac leg (left side) was landing on the external iliac artery. Another MFR's stent was placed on the distal side and then ballooning was performed. An endoleak was found on final angiography. While the balloon was expanded on the contralateral limb, the endoleak in the main body was found by performing angiography through it. Another iliac leg graft was added to the ipsilateral limb. Again, the angiography was performed through the main body. The endoleak persisted. The pt needed to be followed up. The pt was examined on f/u. The endoleak remained but the amount of leakage had decreased. On the following month, the pt was admitted to the hospital and a type iii endoleak was determined. Pt was admitted to hosp on the same day, due to a type iii endoleak. No add'l info is available at this time.

Manufacturer narrative:
Na